Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there are sensing issues on the rv lead. No patient adverse events were reported. No mention of intervention was made.